Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the bd luer-lok¿ tip syringe. The following information was provided by the initial reporter: while preparing the dose of eylea, the physician noticed floating, fibrous debris that looked like "sea monkeys" in the syringe after withdrawing the dose from the eylea vial using the filter needle.

Manufacturer narrative:
H.6. Investigation: it was reported that floating fibrous debris observed inside the syringe. To aid in the investigation, two photos and one sample of a 1ml luer-lock syringe (p/n 309628) were received for evaluation by our quality teams. Through visual inspection of the photos, brown particulate was observed floating on the top of the fluid. The condition observed is non-conforming per product specification. A physical sample was evaluated, no foreign matter was observed in the sample. Potential root cause for the foreign matter in the fluid path defect is associated with the assembly process. A device history record review was completed for provided lot number 9112911. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that foreign matter was found in the bd luer-lok¿ tip syringe. The following information was provided by the initial reporter: while preparing the dose of eylea, the physician noticed floating, fibrous debris that looked like "sea monkeys" in the syringe after withdrawing the dose from the eylea vial using the filter needle.